Manufacturer narrative:
Review of the service history for this device identified the issue had been ongoing. The first service call by a beckman coulter field service engineer (fse) occurred on (B)(4) 2014. There were a total of 7 service calls associated with this event. Troubleshooting included: cleaning, zapping the wbc (white blood cell) bath/apertures, replacing the check valve in the mixing bubble pathway and wbc o-rings, and reseating solenoid 19. On (B)(4) 2014, the fse identified the wbc vent line was kinked under a cable tie; the fse replaced and rerouted the tubing. On (B)(4) 2014, the fse identified the wbc bath vent was clogged, not allowing mixing bubbles to enter the wbc bath; the fse removed the clog. These actions resolved the issue. Failure mode: can be attributed to kinked tubing and a clogged wbc bath vent. There are seven mdrs for events reported on seven different dates: 1061932-2014-01037, 1061932-2014-01038, 1061932-2014-01039, 1061932-2014-01040, 1061932-2014-01041, 1061932-2014-01042, 1061932-2014-01043.

Event description:
On (B)(6) 2014, the customer reported no mixing bubbles in the wbc (white blood cell) bath and an error condition of vote-out (non-numerical results) for some patient samples when using the coulter® lh 750 hematology analyzer. The vote-out occurred with the wbc parameter and the absolute values for differential results. There were no reports of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment. Note: this event was reported on seven separate dates.